Event description:
User states that the tip of the suture hook broke while passing through tissue during a arthroscopic shoulder procedure. The piece was retrieved in less than five minutes. No pt injury was reported.